Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the even tas no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer's husband reported that the customer was hospitalized due to high blood glucose. The blood glucose reading was not reported. The customer's husband stated that the customer had attempted several infusion set changes to resolve the high blood glucose, but the high blood glucose levels persisted. Troubleshooting was performed. The time on the insulin pump was off by one hr. The programming on the insulin pump was correct and had been adjusted by the hospital staff the previous day. The histories on the insulin pump were accurate. The insulin pump passed the prime test, and the high pressure test. Nothing further was reported.